Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 362mg/dl. Customer alleged pump was not delivering insulin properly. Reportedly, the customer declined to perform a system check to determine a possible cause. Reportedly the customer continued to use the pump for insulin therapy and also had manual injection supplies available.